Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and had a basal anomaly. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unable to perform displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement accuracy test due to no button response. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.